Event description:
It was reported that the bd¿ needle 5/8 in. Experienced blockage. The following information was provided by the initial reporter: the customer complaint was received due to the failure mode of 'needle blocked'.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: it was reported the needle was blocked. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with the plastic shield and the safety mechanism not activated. No other information could be obtained from the photo. A device history record review was completed for provided material number 305933, lot number 1229023. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that the bd¿ needle 5/8 in. Experienced blockage. The following information was provided by the initial reporter: the customer complaint was received due to the failure mode of 'needle blocked'.